Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from their freestyle libre sensor. Customer reported low reading of 150 mg/dl, 155 mg/dl and 155 mg/dl which was lower than lab readings of 350 mg/dl, 370 mg/dl and 360 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and the serial number that has been provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field.    Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint.    A tripped trend review was completed for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from their freestyle libre sensor. Customer reported low reading of 150 mg/dl, 155 mg/dl and 155 mg/dl which was lower than lab readings of 350 mg/dl, 370 mg/dl and 360 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.